Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test, occlusion test and excessive no delivery test. No motor error alarm noted. Insulin pump was unable to prime during prime test due to faulty force sensor. The motor was tested outside of the device and passed. Insulin pump had a cracked display window, cracked case at display window corner, cracked reservoir tube lip, debris under display window and a bleeding lcd glass.

Event description:
It was reported that the customer's insulin pump was alarming motor error. Customer's blood glucose level was not provided at time of reporting. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.